Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider(hcp) on 2017-feb-16. The following volume discrepancies were reported: in (B)(6) 2013 the expected residual volume (erv) was 6.2 and the actual residual volume (arv) was 10 ml, in (B)(6) 2013 the erv was 5.5 and the arv was 11 ml, in (B)(6) 2015 the erv was 2.8 and the arv was 8 ml, in (B)(6) 2015 the erv was 3.5 and the arv was 8.1, in (B)(6) 2015 the erv was 4.6 and the arv was 10.1, in (B)(6) 2016 the erv was 4.7 and the arv was 10.2, and in (B)(6) 2016 the erv was 3.7 and the arv was 10. There were no symptoms related to the volume discrepancies. There was no troubleshooting/diagnostics performed. There were no actions/interventions taken to resolve the volume discrepancies. The cause was not determined. It was stated that the pump did malfunction and had an early end of battery life in january 2017. See manufacturer report 3004209178-2017-01584.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebrovascular accident (stroke) das system. No drug information was provided for the event. It was reported the patient was on the early failure list and had had volume discrepancies every refill. Patient medical history included history of chronic obstructive pyelonephritis, convulsions, edema extremities, atrial fibrillation, benign prostatic hypertrophy, cerebrovascular disorder, congestive heart disease, depression, diabetes mellitus, fatigue, hyperlipidemia, hypertension, major depression, sepsis, hypomagnesemia, malaise, obstructive sleep apnea, urinary incontinence, and acute deep vein thrombosis. Medications included amlodipine besylate, cefepime hcl, colace, coumadin, dilantin, dulcolax, ferrous sulfate, florastor, glucophage, levetiracetam, lexapro, magnesium, metoprolol, milk of magnesia, nitrostat, senna, simvastatin, and tylenol. The patient lived in a nursing home, not self-reliant in usual daily activities, and used an assistive device (wheelchair).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.